Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens cracked due to injector. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report that the lenses cracked inside cartridge due to the company injector therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported products acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).